Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy, bilateral salpingectomy procedure on (B)(6) 2022 when it was reported, ¿medium vcare broke when in use. No adverse patient reaction reported.¿ per further assessment questioning, dr. (B)(6) performed the robotic hysterectomy, bilateral salpingectomy surgery. The vcare handle bent and broke was further clarified to mean ¿cst turned handle when first manipulating, heard plastic crack. Handle then spun freely 360 degrees". No report of fragmentation of the device. Patient was not injured per their knowledge, no medical/surgical intervention, extended hospitalization was required. Patients¿ current status is unknown. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 60-6085-201a,vcare 200a - medium, was being used during a robotic hysterectomy, bilateral salpingectomy procedure on (B)(6) 2022 when it was reported, ¿medium vcare broke when in use. No adverse patient reaction reported.¿ per further assessment questioning, dr. Brian wakefield performed the robotic hysterectomy, bilateral salpingectomy surgery. The vcare handle bent and broke was further clarified to mean ¿cst turned handle when first manipulating, heard plastic crack. Handle then spun freely 360 degrees". No report of fragmentation of the device. Patient was not injured per their knowledge, no medical/surgical intervention, extended hospitalization was required. Patients¿ current status is unknown. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the shaft is broken within the handle. Performed a functional inspection, the handle rotates 360 degrees. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of (B)(4) for this lot number. A two-year review of complaint history revealed there has been a total of (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.